Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred two minutes into a patient¿s hd treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. Blood was present throughout. During gross visual examination, multiple damaged and broken fibers were observed at approximately 0°, with the dialysate ports at 0°, on the cavity ID end. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred two minutes into a patient¿s hd treatment. The blood leak was internal, and it was confirmed to be visually observed outside of the fibers within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.